Event description:
It was reported that the right ventricular lead exhibited noise and the insulation was broken. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at multiple locations which exposed the proximal coil and resulted in noise. Abrasions are consistent with exposure to constant friction with another implantable device.